Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a lost sensor alarm. Customer also reported the sensor would shut off after four days from insertion. It was also found the sensor readings were off from the insulin pump. The customer's blood glucose was 57 mg/dl at the time of incident. Troubleshooting did not find any issue with the sensor. The customer also reported their current blood glucose was 447 mg/dl. Customer was unable to troubleshoot for their high blood glucose. The customer declined to return the insulin pump for analysis.